Manufacturer narrative:
Device was disposable, no lot number was provided and there is no manufacture date info at the time of this report. This device has not been returned to the MFR.

Event description:
A medtronic rep reported during an after-hours procedure, the screws in the external angled navigus base stripped. The surgeon had already successfully completed the biopsy without issue and when removing the screws, one of the screws stripped. They attempted to pry it out but the screw head broke off. They were able to drill out the screw to remove it and the surgeon proceeded to close. No pt harm reported.